Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that after the scan was uploaded, the software alerted the user of a registration shift. The warning presented states "registration shift. A shift in registration has been detected. Would you like to re-scan the patient? Note: if continuing without re-scan, complete an anatomical landmark check.". The user acknowledged this warning and proceeded. When presented with this warning, the user should perform a landmark check on patient anatomy before proceeding with the placement of screws. The screw was revised intra-operatively and there was no reported adverse effect to the patient. There was no adverse effect to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then removed and replaced without robot.